Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07309. It was reported the patient underwent a trial procedure on (B)(6) 2015. During the procedure, there was a possible dura puncture and the patient experienced pain in his right leg. As a result, the doctor decided to abandon the procedure.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07309. Follow-up revealed the issue has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.